Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. The recurrent mr appears to be a cascading effect of the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the patient effects. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report recurrent mitral regurgitation (mr) and tissue damage. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat a functional mitral regurgitation (mr) with grade 3-4. One xt clip was implanted central with no reported issue, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. On (B)(6) 2023, the patient returned with recurrent mr due to progression of disease. The previously implanted clip is stable on the leaflets. Additional mitraclip procedure was performed to treat recurrent mr of grade 3. One clip was implanted with no reported issue, reducing mr to grade <1. On (B)(6) 2023, transesophageal echocardiogram (tee) was performed. Recurrent mr was observed with grade of 3. It was observed that the anterior leaflet perforated. It is unknown what caused the leaflet damage. No additional information was provided.